Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was considered to be contributory. The rep stated that the patient's weight loss was considered the cause of the status change. The patient had the device explanted. A rep was not requested for the explant and the product was not returned to a rep. The information was confirmed with th e physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted implantable neurostimulator 977006 ng pain pc vanta experienced severe pocket pain, particularly while sitting, as well as discomfort, soreness, and a pinching sensation. The patient also had significant weight loss. The device remained implanted and in service. Hcp is planning on explanting the system but no date is scheduled. The patient was alive with no injury, and no action had been taken at the time of the report. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. (B)(6) 2025 teleph (hcp): no new information.